Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag. In (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dosage and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis, not requiring hospitalization. On (B)(6) 2011, the patient began remedial treatment with ip fortum, 1 gm, once daily. The cause of the peritonitis was reported as break in aseptic technique, described as the patient made a mistake. The outcome or peritonitis was reported as resolving. Outcome for break in aseptic technique was not reported. Dianeal therapy continued. Concomitant medications were not reported. The nurse considered the event of peritonitis to be unrelated to dianeal and considered the cause to be break in aseptic technique. Causality was not reported for break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of this incident was determined to be use error-break in aseptic technique.